Event description:
It was reported that an external fluid leak was observed from the venous side header of a polyflux 140h. This occurred forty minutes after the start of continuous renal replacement therapy. There was no leakage during priming of the device. The dialyzer was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be contaminated with blood and disinfection was required. A functional leak test of the dialysate side was performed, and a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to manufacturing in which non optimal welding parameters resulted in a sub optimal welding seam. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.